Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out, externalized conductors were observed via fluoroscopy. The lead was electrically stable. The physician elected to continue to use the lead. The patient will continue to be monitored.